Manufacturer narrative:
The unit was received with a blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify low battery alarm, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system test, and the excessive no delivery test due to a blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threading, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received a low battery alarm every 1-2 weeks. The customer's blood glucose level was unknown. The device has been returned for analysis.